Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During resmed evaluation, the device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The top case and battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported unresponsive touchscreen was due to an intermittent connection with the top case while the internal battery degraded warning alarm was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).